Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sdr303b, implantable pacemaker, (B)(6) 2002; 4092, implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had noted low impedance upon interrogation prior to replacement procedure. It was also reported that there was an apparent decline in ra lead sensing. Therefore the ra lead was reprogrammed to unipolar pacing and ra sensing was left in bipolar configuration. The ra lead remains in use. No patient complications have been reported as a result of this event.